Manufacturer narrative:
Exact date unknown, event occurred two or three years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 17222860/17517595/17517595/17517595.

Event description:
It was reported that patient experienced inadequate pain relief and pain at the ipg site. The patient underwent a system explant procedure and was doing well postoperatively. The explanted device components were not returned.